Event description:
Boston scientific (bsc) crm received information that the physician elected to use a lead. The next day, a chest x-ray confirmed this ra lead had dislodged. The lead was repositioned and dislodged a second time. The physician elected to implant a new lead with no further issues. To this date, the patient is stable and no further issues were reported to our company. The date of explant is unk.